Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a cracked battery door, and a damaged battery compartment. There was no evidence in the device's event history log. To conduct functional testing, three accuracy tests were performed. Upon testing, the reported problem was duplicated. Most probable cause is an under spec expulsor. The expulsor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported the device failed the volume test. There was no patient involvement.